Event description:
It was reported that during device change out due to normal eri, an externalized conductor was observed while closing the pocket. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received. A partial lead with the proximal 15.5cm was returned for analysis. External insulation abrasion was found at 6.7-7.0cm and 13.0-13.8cm from the end of the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.